Manufacturer narrative:
Pump was received with minor scratched display window, cracked case at display window corners, missing the black o ring/seal from inside reservoir tube, cracked battery tube threads and stained on keypad overlay around display window. The reservoir does not stay locked in place properly due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir compartment is chipped and the reservoir cannot stay in place. Customer also indicated that the pump is cracked on the reservoir casing. Customer's blood glucose was 163 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.